Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Describe event or problem: information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable, pump won't run" alarm. It was reported that the reservoir volume was 71 ml at the time of the alarm. Per reporter the cassette was switched to the backup pump with no further issues. No adverse patient effects were reported. Per reporter no further details were provided.